Event description:
Home patient called baxter technical service center for assistance in bypassing initial drain while using the homechoice machine. The pt was unsure if pt line was primed or not. In speaking with pt, the pt mentioned that the pt removes the blue pull ring and does an initial drain, day fill and then in dwell, reattaches the blue pull ring to the pt line. No pt injury or medical intervention associated with this incident per the rn.